Manufacturer narrative:
During testing, it was noted that the device door roller and door roller pin were broken off and missing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center without any information. However, during verification testing at the service center, it was noted that the device door roller and door roller pin were broken off and missing.